Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-feb-2023.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-fc-10-11-6-b of lot c1893177 device took place on 28th sep 2022. Device returned disassembled. All part and cogs were intact. Could not deploy stent. Device re-evaluated 17th oct 2022 kink observed on flexor 54cm from white tip. Several attempts were made to obtain additional information regarding this device. However, no response has been received to date. If it is received in the future then the file will be updated accordingly. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1934996 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1934996 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy when the device was inside the patient, it is possible that during attempted deployment tortuous patient anatomy may have caused the kinked flexor and led to stent deployment issues. Confirmation of complaint is confirmed based on visual and/or functional inspection. Summary of investigation: according to the customer the doctor was unable to release the stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed potentially to tortuous patient anatomy when the device was inside the patient, it is possible that during attempted deployment tortuous patient anatomy may have caused the kinked flexor and led to stent deployment issues. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
They tried disassembling it to release it manually because from a very complex exam but they did not succeed. The sheath was always blocked. As per cc form: while trying to release the stent the release system didn't work : the pushing of the grill didn't produced any movement of the external tube like it was un-anchored. Lab evaluation: 28thsep2022. Visual inspection: device returned disassembled, all parts intact, all cogs intact. Functional inspection: could not manually deploy the stent. Lab re-evaluation completed 17oct2022: visual kink observed on flexor approx 54cm from white tip. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.